Event description:
The patient was admitted to the hospital after receiving multiple shocks from the ICD. In the ER, the device kept shocking every time the magnet was removed. The ICD was turned off and explanted. The concomitant lead was tested and pacing lead impedance had decreased to 300 ohms. The sensed signal was intermittently very small, and there were oversensing and noise. There were no signs of lead lesions on x-ray. The bi-polar connector of the lead was capped and ICD was explanted and returned for analysis.